Event description:
It was reported that during an laparoscopic appendectomy procedure, when an attempt was made to use the device it misfired. The surgeon did not want to continue using the device. The nurses put in a cartridge and tested outside the patient's body and it was fine. The reload they had a problem with was examined and it was noticed that the metal piece at the bottom was bent the device. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: what is meant by misfired? The endo cutter jammed and the surgeon was not able to fire the instrument. Did the device deliver any staples? No. Did the device cut? No. Was the metal piece at the bottom of the cartridge separated/displaced/loose from the cartridge? Unknown. What was the product code for the device? Atw35. What color cartridge was being used? Tr35w the analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received partially fired 1/8 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.